Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (perforation by the guidewire) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards' affiliate in japan, a left ventricular perforation caused by a guidewire was reported during a tavr procedure. The guidewire (savvywire) was used for transfemoral tavr procedure to implant a 23mm sapien 3 ultra resilia valve. There was significant resistance when the commander delivery system was advanced into the 14f esheath+. It was determined that the perforation was caused by the guidewire. Hemostasis was achieved through thoracotomy. The thv valve placement was completed without any issues. The device was discarded at the hospital and would not be returned for evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received via the field clinical specialist clarified that the left ventricular perforation by the guidewire was related to resistance when advancing the commander delivery system into the esheath. For that reason, the left ventricular perforation will be reported on the esheath complaint. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this commander delivery system, and the delivery system manufacturer report number is being retracted.